Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has bent cannulas. Customer experiencing high blood glucose and feeling sick. The insulin pump has not alarmed no delivery. The blood glucose reading is 600 mg/dl. Customer treated with a bolus and manual injection. Nothing further reported.